Event description:
It was reported that patient experienced a burn under the chin and neck area following a hair reduction treatment using elite iq. Cynosure clinical team investigated the event and determined user error was involved. Patient wore a veil with a fastener, rubbed against the treatment area. Burn was observed directly where the veil was fastened. Per clinical reference guide: skin should be thoroughly cleansed before treatment. Cynosure medical director reviewed the incident and confirmed full thickness burn. Cynosure medical director relays there is a loss of tissue that will become a permanent scar and suggested debridement. The device was evaluated and found to be operating as intended within specification. Burns are expected side effects from laser treatments, however permanent scarring is a likely outcome and therefore reportable.